Manufacturer narrative:
A ge svc rep performed an onsite investigation. The passive backplane, generator interface pcb and fluoro functions pcb were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.